Manufacturer narrative:
A ge service representative performed an on site investigation. The pentium cpu was replaced with a celeron cpu, and the hardware was upgraded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not complete boot up. There is no report a pt injury or death associated with this event.